Manufacturer narrative:
Device evaluation:the photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: g1, h6.

Event description:
Physician reported right side implant rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side implant rupture. Confirmed by MRI. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.

Event description:
Physician reported right side implant rupture. Confirmed by MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the posterior side assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: creases are observed, wear abrasion are observed.

Event description:
Physician reported, right side implant rupture. Confirmed, by MRI. Device has been explanted.